Manufacturer narrative:
Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. A corrective action has been opened to investigate this failure mode. No further action is warranted at this time. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a meniscal repair that his omnispan meniscal repair system with 12 degree needle became jammed and would not deploy. The sales rep stated the surgeon had to remove the implant from the device and discarded it. The surgeon completed the procedure with another like device with no patient consequences or delay. The sales rep was not present. No further information was provided.